Event description:
On (B)(6) 2015, a dentist reported the case of a patient who required endodontic treatment. The patient, a (B)(6) male, had an onlay made from 3m espe lava ultimate cad/cam restorative for cerec, which was placed on tooth #14 on (B)(6) 2012. The prior history of the tooth suggests that it had a large restoration with decay beneath it at the time of the onlay placement. The tooth became sensitive and on (B)(6) 2013, a root canal treatment procedure was performed.